Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as digging in skin .there was no alleged device malfunction contributing to the irritation. The patient has a drain tube that goes to their gallbladder and the lifevest sits over the incision and is causing them pain, physician placed a tape over the incision for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.